Event description:
It was reported that the right ventricular lead had no capture and was undersensing. During the replacement procedure the right ventricular lead was used to gain access for the new lead and the insulation became damaged as result of the needle used to gain access for the new lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the inner tubing was cut, the outer insulation and outer tubing were breached cut. Blood/body fluid was also noted on several conductors (not obstructed) and on the helix mechanism and sleevehead. It was further noted that there was a tip seal observation and apparent explant damage.